Event description:
It was reported that a patient death occurred. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. Patient had history of uterine cancer and was admitted to the hospital on (B)(6) 2020 for cancer related symptoms. On (B)(6) 2020, patient sent for an eksonic procedure for pulmonary embolism (pe) treatment. During the procedure, patient was on bilevel positive airway pressure with oxygen saturations in the mid-80s. Patient was noted to be tachycardic, but stable. Placement of ekos catheter was successfully completed without incident and infusions started in the lab. Patient was sent to the intensive care unit and 5 minutes after arrival, patient went into cardiopulmonary arrest. At this time, chest compressions were performed with a cardiopulmonary assist machine for 20 minutes to stabilize the patient. Approximately 10 minutes later, patient became bradycardic and a second cardiopulmonary arrest occurred. Patient was then treated for the next 40 minutes before expiring.